Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that during a routine follow-up, high out of range pacing impedance measurements and noise were exhibited on this right atrial lead. The physician elected to resolve the issue with reprogramming the system to unipolar for pacing and bipolar sensing. All other lead parameters were normal and within acceptable ranges. No resulting adverse patient effects; the patient was discharged for normal continued follow-ups.